Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of harden, swelling and vascular event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient in the marionettes and cheeks with unspecified juvéderm voluma and, ¿a vascular ae occurred¿ on the patient¿s chin. Treatment with hyaluronidase was given to flush the area. About 1 month later, the patient developed swelling and hardness on the left marionette. At that time, the patient took benadryl and symptoms resolved. The next day, patient¿s left cheek ¿started to react,¿ and benadryl was again taken as treatment. It was reported that the following day, everything was ¿okay.¿